Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead fractured. The lead exhibited low out of range pacing impedance measurements and noise. The lead was explanted and successfully replaced during a normal device change out procedure. No adverse patient effects were reported.